Event description:
On (B)(6) 2025, a patient underwent a mr chrono port placement procedure using the MRI ultra slimport implantable port. During the procedure the sheath allegedly could not be peeled off. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unknown bran peel-apart sheath and dilator was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An attempt to peel the peel-apart sheath was performed and was successful. Slight resistance was felt during attempt. The sheath was only partially peeled at the t-handle. The manufacturing evaluation site states, it was observed that the sheath and dilator assembly were slightly bent, no anomalies were observed at the distant tip of the sample, it was observed that the t-handle of the sheath was partially separated. The review within the regular process indicated that the inadequate breakage is related to the manufacturing process. Therefore, the investigation is confirmed for the reported separation failure issues. The definitive root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unknown bran peel-apart sheath and dilator was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An attempt to peel the peel-apart sheath was performed and was successful. Slight resistance was felt during attempt. The sheath was only partially peeled at the t-handle. The manufacturing evaluation site states, it was observed that the sheath and dilator assembly were slightly bent, no anomalies were observed at the distant tip of the sample, it was observed that the t-handle of the sheath was partially separated. Therefore, the investigation is confirmed for the reported separation failure issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a mr chrono port placement procedure using the MRI ultra slimport implantable port. During the procedure the sheath allegedly could not be peeled off. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a mr chrono port placement procedure using the MRI ultra slimport implantable port. During the procedure the sheath allegedly could not be peeled off. There was no reported patient injury.